Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-8933v-14s screw (no batch number provided) was received for investigation. Visual inspection under microscope identified stripping to the threads inferior to the hex, as well as damage to the hex feature itself. The observed condition is most likely the result of over-engaging the driver in the screw head and/or over-torquing the screw during insertion.

Event description:
It was reported that doctor shook the angle inside the guide sleeve to drill, but the ar-8933v-14s screw did not lock. No adverse effect on the patient. The surgeon used a new product and the case is completed.